Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a system advisory and silicone oil extraction advisory displayed. The procedure was completed by performing manual extraction of the silicone. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative was unable to replicate any issue related to the reported the reported events. The system was tested and found to meet product specifications. The system was manufactured on february 10, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event(s) could not be determined conclusively. (B)(4).